Event description:
It was reported that: "the puncture needle is leaking at the hub, they opened 3 kits from the same lot number and had all the same issues. There was no reported patient harm." Associated complaints 9680794-2026-00231, 9680794-2026-00233 and 9680794-2026-00232..

Manufacturer narrative:
(B)(4).